Event description:
It was reported that, during a foot procedure, the needles came off from the twinfix anchor while tying the knots and or passing. Also some suture breakage was experienced. The problem was solved changing to a competitor device due to the needle consistently falling off. No significant delay was reported. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly process found that quality associate must check 100% suture fraying & needle damage (cracks, burrs), because they are none allowed. A review of the customer provided images found the chart stik labels for the s&n devices used during the procedure. This case reports that while implanting the twinfix anchor, the needle detached from the suture. It is unknown if the needle was retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on how the anchor is used, it is not likely that the needles would have been left behind within the patient, but this was not confirmed or communicated so it must be assumed that the needle was left behind. The material 420 stainless steel has good biocompatibility in a variety of invasive, limited duration contact applications, however this needle is not approved for implantation; therefore, long-term implantation data is not available. If retained the patient impact beyond possible corrosion, local irritation/discomfort, and/or migration of possibly retained non-implantable foreign body fragments cannot be determined. No further medical assessment can be rendered at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that, during a foot procedure, the needles came off from the twinfix anchor while tying the knots and or passing. Also some suture breakage was experienced. Mayo needles had to be used. It is unknown how the procedure was completed. No significant delay was reported. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.